Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 1105.2 mcg/day) via an implanted pump. The indication for pump use was not provided. It was reported that on (B)(6) 2019 at the pump refill, they were able to easily aspirate out the fluid, but when pushing the drug in, they could only fill it with 34 cc. The expected residual volume at the visit was 5 cc and the actual residual volume was 4-4.2 cc. They retried refilling the reservoir again utilizing the barbotage technique and were still only able to refill the reservoir with 34 cc. They also did a7% decrease as the dose was 1189.6 in flex mode. The patient did not have any hyperbaric treatment and had not gone scuba diving. Per the hcp, if they encountered issues with the patient¿s next refill, they would perform the locked reservoir valve procedure. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-oct-2019 from the hcp (healthcare professional) via clinic notes dated (B)(6) 2019. Per the notes, the patient had the baclofen pump placement for spasticity. He had a history of cerebral palsy. His daily concomitant oral medications included 1 aspirin (81 mg), atenolol, atorvastatin, lisinopril-hydrochlorothiazide (10 mg ¿ 12.5 mg), and ranitidine. His allergies included contrast media (swelling) and codeine (vomiting). The patient was a current every day smoker with the type noted as smokeless spit tobacco. He was last at the clinic on (B)(6) 2019 and at that time they were only able to get 34 cc of baclofen into the pump. The patient had had no problem with decreasing the dose. He stated he felt like it helped him to be a little stronger. His spasticity was noticeable but not unbearable. They talked about keeping the current dose the same and the patient was agreeable. It was noted that the patient was ¿getting ready to have surgery on the right on (B)(6)¿. The patient was at the clinic for baclofen pump maintenance and refill. During the refill procedure under direct supervision and with sterile technique the pump was refilled. The pump was first interrogated and showed the patient was getting baclofen (2000 mcg/ml at 1049.3 mcg/day) via flex programming. Battery life was 57 months. The expected residual volume was 8.9 cc and they actually pulled out 15 cc. They refilled the pump and were able to break any type of ¿vacuum walk¿ on the pump. They were able to get 40 cc into the pump. No changes were made to the programming. The patient¿s next appointment was scheduled for (B)(6) 2019 at 11 am. It was noted, ¿I am now questioning whether or not we were able to pull out the entire volume from the pump the last time he was here. We will continue to observe for any problems¿. It was also noted, ¿patient does report that his previous clinic where the pump was filled usually seemed to be difficult for those who were filling the pump. Sometimes several people had to attempt to fill the pump before it could be filled¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the cause for the difficulty filling the pump was thought to possibly be ¿air locked¿. Per the hcp, the pump was currently still implanted, and the patient had a follow-up appointment on (B)(6) 2019. No further complications have been reported as a result of this event.